Event description:
It was reported that the atrial lead was undersensing with some areas of oversensing suggesting that the lead is broken. The impedance on the lead has steadily dropped. It was further reported that the device was reprogrammed to a different mode due to the atrial lead issue and experienced a short loss of telemetry. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.